Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 26 mg/dl. The customer did not have to go to the hospital. The customer stated that most of his low blood glucose happen at night while sleeping. The customer's blood glucose range from 26-350 mg/dl.